Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that upon assuming care of patient and completing dose rate verify at shift change on (B)(6) 2025 at 07:16, rn noticed that volume remaining and the doses of pca medication delivered 'aes not adding up. Between 0351-0716 amount administered 0ml, demand dose in 4 hours 0ml, delivered dose in 4 hours 0ml per patient history on IV pump. 0351- hydromorphone pca 10mg, ns 50ml - new syringe given. Dual signed by rns. Volume remaining charted was 52.5, per pharmacy only 50ml comes up in each syringe. 0716 - hydromorphone pca 10mg/ns 50ml - dose rate verify (shift change). Dual signed by rns. Volume remaining was 37.5ml amount administered 0ml demand dose in 4 hours 0ml delivered dose in 4 hours 0ml. Rn reported the concern for discrepancy to unit educator and charge rn at 0813 5/1/25. During rounds with doctor, this concern was mentioned but not addressed. At 1545, charge rn and rn looked at this discrepancy in drug diversion team as well as reached out to pharmacy. Rn notified np (nurse practitioner) about discrepancy. IV pump and pca pump were switched out. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a discrepancy in pca medication delivery was not confirmed during testing of the returned pca module. No infusions or pca doses were recorded during the reported time. Thorough laboratory testing of the suspect pca module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pca module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. All parts inspected were manufactured by bd. The event was reported to have occurred on 01may2025, between 3:51 am and 7:16 am, involving the suspect pca module. A review of the pca module event log showed no infusions or pca doses recorded during this timeframe. The first activity was logged at 4:14 am, and nine instances of prime infusion were observed, each programmed with a rate of 150ml/hr and a vtbi of 1.5ml, which are not associated with clinical delivery. No prior records were available, suggesting the logs may have been cleared on the date of the event. Additionally, a review of the pca module error log did not reveal any errors that could have contributed to the reported issue. According to the bd alaris system user manual v9.12, only standard or pre-filled, single-use syringes with luer-lock connectors and nondedicated administration sets with integrated anti-siphon valves¿designed for syringe-type pca pumps¿should be used. Using incompatible components may result in inaccurate fluid delivery, pressure sensing errors, or other potential hazards. The manual also states that before loading or unloading the syringe, fluid flow to the patient must be turned off using a clamp or stopcock, as uncontrolled flow can cause serious injury or death. It further emphasizes that the syringe barrel, flange, and plunger must be properly installed and secured to prevent such risks. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pca module s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported discrepancy in pca medication delivery could not be determined. The suspect pca module was returned and reviewed. No infusions or pca doses were recorded during the reported timeframe. The event log showed nine instances of prime infusion activity, which is not indicative of clinical pca delivery. The returned device was fully evaluated, and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that upon assuming care of patient and completing dose rate verify at shift change on (B)(6) 2025 at 0716, rn noticed that volume remaining and the doses of pca medication delivered 'aes not adding up. Between 0351-0716 amount administered 0ml, demand dose in 4 hours 0ml, delivered dose in 4 hours 0ml per patient history on IV pump. 0351- hydromorphone pca 10mg/ns 50ml - new syringe given. Dual signed by rns. Volume remaining charted was 52.5, per pharmacy only 50ml comes up in each syringe. 0716 - hydromorphone pca 10mg/ns 50ml - dose rate verify (shift change). Dual signed by rns. Volume remaining was 37.5ml amount administered 0ml demand dose in 4 hours 0ml delivered dose in 4 hours 0ml. Rn reported the concern for discrepancy to unit educator and charge rn at 0813 (B)(6) 2025. During rounds with doctor, this concern was mentioned but not addressed. At 1545, charge rn and rn looked at this discrepancy in drug diversion team as well as reached out to pharmacy. Rn notified np (nurse practitioner) about discrepancy. IV pump and pca pump were switched out. There was patient involvement but no harm.